Event description:
Changing her infusion set. Customer's blood glucose level is 96 mg/dl. The alarm was cleared with the esc and act buttons. The connection was checked. Insulin exited the tubing when manually pushed. The device was rewound and a manual prime was run. The device did not alarm no delivery. Customer was advised that the insulin pump is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.